Event description:
A malfunction was reported on a customer's pump following dental x-rays. The customer was unable to confirm fault ID because the pump had already turned off and on again. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.